Event description:
Customer reported a malfunction occurring on the pump and there were at least three similar incidents previously with this device. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.